Event description:
A surgeon reported following an intraocular lens implant procedure the pt did not get the vision results expected. There was a mechanical complication reported, related to the lens. The lens was exchanged. In a follow up, the nurse reported the lens was exchanged for a .5 diopter different lens. The mechanical complication was reported to be the lens exchange, not related to a known malfunction of the lens. It is unk at this time, what caused or contributed to this event. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire has not been received. (B)(4).